Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent hyperglycemia with cgm displaying ¿high¿ and confirmatory fingerstick values up to 432 mg/dl over several hours while using an ilet system with a dexcom g7 and an infusion set on the abdomen; the facility nurse administered 15 units of subcutaneous insulin via pen without pausing the ilet, after which the user and nurse were instructed to pause ilet delivery to avoid insulin stacking and to resume later, with subsequent fingerstick at 388 mg/dl and later reports indicating glucose returned to range. Symptoms included hyperglycemia without reported acute symptoms. Outcomes included an unexpected medical intervention in the form of medication administration, and no serious injury or illness was determined. Investigation included communication with the user and facility staff and analysis of information provided by third parties. Investigation of this case revealed no specific device-related findings and insufficient information regarding any device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.